Event description:
It was reported to philips that the allura device did not start successfully. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and found that the reported issue. Upon inspection, the rse found that there was workstation software problem. The rse instructed customer to reinstall the software from scratch (os and application) on the workstation. No further action was taken. The codes were updated based on the investigation outcome.